Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. (B)(4).

Event description:
On (B)(6) 2014 staff could not recall patient details. Complaint-popped out and into patients mouth. Got on patient gums and tongue. Rinsed immediately. Patient suffered no injury due to malfunction. This is a reportable malfunction as this malfunction could cause serious injury if the material shoots into the patient's mouth or other areas of the body to which it is not intended.

Event description:
(B)(6) 2014 staff could not recall patient details. Complaint-popped out and into patient's mouth. Got on patient gums and tongue. Rinsed immediately. Patient suffered no injury due to malfunction. This is a reportable malfunction as this malfunction could cause serious injury if the material shoots into the patient's mouth or other areas of the body to which it is not intended.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method and conclusion: the device has not been returned by the customer. Results: evaluation of malfunction root cause in progress.